Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a motor error during rewind. The blood glucose level was unknown. It was stated that there were some motor error alarm in the alarm history. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.